Event description:
It was reported by the customer that the ventilator had constant disc sense alarms while connected to a patient. The patient was placed on a backup ventilator. No reported harm to the patient. Testing by service center found the ventilator shut down with an audible alarm after five minutes of run time.